Event description:
It was reported that the patient presented to the hospital with the implantable cardiac defibrillator (ICD) header eroded through the pocket skin. The patient has been treated with antibiotics due to sepsis in (B)(6) 2025 with vegetation noted on both the capped and active right ventricular (rv) leads. Blood test performed confirmed the infection. The ICD, rv leads, and left ventricular (lv) lead remained implanted with prophylactic antibiotics provided. The physician believed that the infection was unrelated to abbott procedure and any abbott device. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that the physician explanted the implantable cardiac defibrillator (ICD), both the capped and active right ventricular (rv) leads and the left ventricular (lv) lead and replaced with a leadless pacemaker on (B)(6) 2025. The patient was in stable condition post-procedure.